Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error. The power management tool confirmed pump , failed battery test, power loss and low battery alarms were triggered when backup battery unloaded voltage was less than 3. Consecutive minutes. Detailed trace confirms that the root cause is the non sleep anomaly software error. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery failed. Customer's blood glucose was 21.9 mmol/l. Troubleshooting was performed. Customer was advised what the alarm meant. Customer stated the insulin pump did not alarm replace battery now. Customer was advised how to reinsert the alarm and the alarm did not reoccur. Customer did not clear the alarm prior to reinserting the alarm. Troubleshooting for power error was performed. The insulin pump was not exposed to extreme temperatures. The device is on software version 2.6. Customer was advised the insulin pump needed to be replaced. The insulin pump was returned for analysis.